Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was acute respiratory failure. The customer was hospitalized on (B)(6) 2015. The caller state that the customer was taken by the paramedics; the customer was in a coma when the daughter went to check on her on (B)(6) 2015. The caller stated that the customer went into diabetic ketoacidosis due to high blood glucose of over 1000 mg/dl. The customer had a previous diabetic ketoacidosis on (B)(6) 2013. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the hospital workers twenty-four hours prior to death, at the time of hospital admission. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the insulin pump has been without a battery since a few days after the customer's passing.